Event description:
Caller reported that the t:slim x2 pump battery would not charge, with the pump screen remaining dark and unresponsive even after attempting known troubleshooting steps, including changing the wall adapter and charging cable. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the caller was advised to contact their healthcare provider as they had no backup insulin therapy available.